Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted into pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. It was reported there was moderate calcification and the aneurysm had a 55-degree angulation left to right. It was reported that there was a type I endoleak. The left renal was lower then the right renal due to the angulation. The physician performed an angioplasty and implanted a palmaz stent covering the proximal portion of the stent graft. Final angiogram demonstrated no evidence of endoleak. No clinical sequelae were reported, and the pt is reported to be fine.